Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient¿s outcome was not considered to be device/therapy related. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, the IFU outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding and death. Section 6 of the IFU, ¿patient care and management¿ outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to stroke. The patient fell and hit their head getting off of a tractor at home. They were found to have a subdural hematoma from the fall. The computed tomography (CT) scan showed an acute subdural hematoma at the left cerebral convexity measuring up to 2.6 cm in thickness with mass effect and rightward midline shift. A small acute subdural hematohygroma/hematoma at the right cerebral convexity and along the falx/tentorium, measuring 0.3 cm in thickness. It showed a right posterior scalp contusion/laceration without an associated skull fracture and no acute fracture or acute malalignment of the cervical spine. The patient did not recover and care was withdrawn on (B)(6) 2023. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.